Manufacturer narrative:
H3,h6: one 72203721 fast-fix 360 curved needle delivery expanded indication system device was used for treatment but not returned for evaluation. Due to product unavailability investigation and evaluation were limited. If relevant information, packaging or product become available, the complaint may be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Inadvertent twisting or bending of the needle can interfere with proper advancement and release of anchors. Instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) inadvertent twisting or bending of the delivery needle. 2) difficulty with reaching the desired tissue location. 3) inadequate tissue conditions. 4) incomplete needle penetration through meniscus. 5) unintended double triggering. 6) anchor proximity; tension causing t1 to pull t2. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ the lot number reported could not be confirmed. A lot review was unattainable. A three year complaint history review for the product code reported, indicated no similar allegations. Further investigation is not required at this time.

Event description:
It was reported that during a procedure, the t2 anchor did not triggered. Backup device was available to complete the procedure. No delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.